Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she took a bolus but doesn't think that it went through. Customer's blood glucose was 600 mg/dl. Customer stated that she took a 20 unit bolus with a syringe. Customer had symptoms of high blood glucose such as being very dehydrated, feeling thirsty, and going to the bathroom every 5 minutes. Customer stated that she has a back-up plan. Customer ran a manual prime and the insulin did exit the tubing. The insulin pump passed the high pressure test. Customer was advised to do a complete set change. Customer also had a no delivery alarm in the alarm history and was advised to call for troubleshooting when the alarm occurs. Customer was advised to change the reservoir too.